Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that patient "felt poorly" and was awakened in the night by sounds that patient thought was his carelink monitor making a transmission. No carelink transmissions had gone in that night. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient reported to the hospital for routine change out of device due to normal battery depletion. During device change out, it was noticed that the outer insulation of the right ventricular lead appeared "shredded" on the proximal end. The lead and device were extracted and replaced.